Event description:
It is reported that the surgeon tried several times but was unable to seat the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.